Event description:
The technical service representative reported the user had alerted him to a discrepant bicarbonate result for one patient. Follow up with the user revealed three patient samples were involved. When the tech realized abnormal results were being reported, the tech ran controls which were out of range. The tech then recalibrated the analyzer, reran qc and repeated the patients. Sample 1 initial result was 288 mmol/l, repeat result was 26 mmol/l. Sample 2 initial result was 253 mmol/l, repeat result was 22 mmol/l. Sample 3 initial result was 251 mmol/l, repeat result was 22 mmol/l. User states the results for samples 1 and 2 were reported to the physician and a corrected report was done. The result for sample 3 did not go to the physician until after the rerun. No patient treatment was based on the erroneous results that were reported an no adverse effects resulted to any of the patients.

Manufacturer narrative:
The field service representative could not find a cause. He noted he checked the system functions with no problems found. He also noted the found a piece of gauze at the first squeegee nozzle. He performed controls and precision and noted the system is performing to stated specifications.